Event description:
It is reported that the patient is experiencing pain.

Manufacturer narrative:
Information was received from a consumer who is not required to complete form 3500a. The part numbers and lot numbers are unknown; therefore the device history records could not be reviewed. No devices were received; therefore the condition of the components is unknown. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided; however, the complaint may be reopened upon return of product or further information.